Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Dr. (B)(6) implant placement complaint; (B)(6) began burring femur after two attempts at capture poses. After having begun burring anterior femur, dr. (B)(6) guidance he instructed me to adjust the femoral implant so there was no overhang (we could still dimple bone surface). To meet his request, I added several degrees of valgus to the femoral implant. He was aware this could change implant tracking and placement. He noticed he was unhappy with positioning of implant when reviewing x-ray. (B)(4).

Manufacturer narrative:
Reported event: an event regarding unhappiness with implant placement involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Device history review: not performed as the device being inspected is software. Rio serial number not reported complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding unhappiness with implant placement . There were no other reported events for the listed catalog number. Conclusion: case x-rays were requested, but are not available for review. The session and vplog data from the case was reviewed. An analysis of the checkpoints values, bone registration values, rio registration values, and bone preparation checkpoint values was completed. The data at this time shows all system verification values were within tolerance; the mako operated as expected. No system defect or malfunction is suspected.

Event description:
Dr. (B)(6) implant placement complaint; (B)(6) began burring femur after two attempts at capture poses. After having begun burring anterior femur, dr. (B)(6) guidance he instructed me to adjust the femoral implant so there was no overhang (we could still dimple bone surface). To meet his request, I added several degrees of valgus to the femoral implant. He was aware this could change implant tracking and placement. He noticed he was unhappy with positioning of implant when reviewing x-ray. Session file in complaints: "dr. (B)(6). (B)(4).